Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient lead "broke" and the patient received multiple shocks. The lead was replaced. No further patient complications have been reported as a result of this event.